Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic after receiving multiple high voltage therapies. Upon interrogation, the device originally diagnosed the rhythm as svt. The technician stated that during interrogation of the device, she was interrupted and ended the session. The technician started a second interrogation session and the device did not reflect the previous information. The technician had taken responsibility for the error on the device. No programming changes were made to the device. The patient is stable and continues to be monitored.